Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the priming process. The customer's blood glucose was 173 mg/dl. The device was not exposed to a strong magnetic field or MRI. The customer stated that they were not able to rewind the device. They are not using the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump received stuck in motor error loop during bolus/sasal delivery. Unable to perform the excessive no delivery test and occlusion test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.